Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined.according to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2010 (patient ID, age, and weight are unknown). According to the complainant, the patient had a patulous cervix. A 33cc per minute fluid loss alarm was received approximately five minutes into the ablation phase, and fluid was observed to be leaking into the patient's vagina. Upon completion of the procedure a "superficial" burn was observed on the patient's labia. The physician treated the burn with silvadene cream. The patient was reported to be "fine" at the conclusion of the procedure. An additional attempt has been made to obtain follow up event details with no response from the clinician.